Event description:
When did it occur? : before use. Needle injury: no. Other treatment: no. Were the returned items used? : no. If used, was anything adhered to it? : returned quantity: (B)(4). Details of the event (timeline, history, etc.): a patient brought in a needle saying that insulin did not come out of the microfine plus. The responding physician pointed out that the needle was bent when attached, but "the inner needle (back needle) did not come out" and there is no back needle. We would like to know about the manufacturing process and why this kind of problem may occur.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.